Event description:
Initial reporter contacted manufacturer and reported. "Can you or someone from your company help to check on our device in the clinic. There is a corrupt message that I encountered and was unable to use the device prior to it. It may be a band wand, or just my post vacation touch." The hp jonada handheld and 7.1 programming software are at manufacture pending completion of product analysis.